Event description:
Information received with return of the explanted device notes that when the patient expired, the emergency room physician was running the code on him and felt that the pacemaker was not working properly since pacer spikes were seen intermittently on the EKG.